Event description:
Telemetry between the implantable neurostimulator and the pt and physician programmers was intermittent. The battery was determined to be 75% charged. The antenna locate feature did not resolve the telemetry issues. The recharger and pt programmer displayed the "poor communication" messages. Telemetry and programming was successful when the pt was moved to the other side of the hospital room. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).